Manufacturer narrative:
On 18-mar-2021, the suspected medical device was returned for evaluation. On 21-mar-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 400c mentor memorygel breast implant (catalog #: 3504001bc, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2021. The relevant fields have been updated. On 28-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a tear within a line of shell wear on the anterior view, measuring approximately 1.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. Part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-dec-2020, mentor received additional information regarding the patient¿s demographic and date of explantation. The patient is caucasian. The patient did not undergo explantation on (B)(6) 2020. The relevant fields have been updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 325cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. During the consultation, the remaining of saline solution was drained out of the device. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. The date of event was (B)(6) 2020 respectively based on available information.